Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with gz-120pa telemetry transmitters for about 15 - 20 seconds on (B)(6) 2020. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as missing information (mi), as attempts to obtain information were made but information was not provided. Telemetry transmitters model: gz-120pa.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with gz-120pa telemetry transmitters for about 15 - 20 seconds on (B)(6) 2020. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with the monitored gz transmitters for about 15 - 20 seconds. No patient harm or injury was reported. Investigation summary: the device logs were reviewed and the investigation found no evidence of device malfunction. With the available information, the root cause is determined to be the facility's network environment. A review of the serial number history shows no recurrence of reported issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with gz-120pa telemetry transmitters for about 15 - 20 seconds on (B)(6) 2020.no patient harm was reported.